Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was later reported that the pump and catheter were removed on (B)(6) 2014. The devices were sent to pathology. The patient was admitted to the hospital and was prescribed oral baclofen, gabapentin, clonazepam and diazepam.

Event description:
It was reported that the catheter migrated/dislodged at the catheter tip and was going to be replaced on (B)(6) 2014. The patient symptoms included underdose symptoms, spasms, an erection, and dry mouth that happened approximately twice a week for the past four months. The symptoms lasted from approximately 8:00 am until 10:00 pm on the days it occurred. It was noted the patient required hospitalization, the logs were checked and a dye study under fluoroscopy was performed. The dye study showed the catheter was patent, and that the drug was being delivered intrathecal. The health care provider (hcp) then ordered a computed tomography (CT) spiral scan, which revealed that the drug was not all being delivered intrathecal, but also in the subdural space. The patient status at the time of this report was ¿alive no injury¿. The medication being delivered by the pump was lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Event description:
Additional information: follow up information was later received from a healthcare provider (hcp) which included hospital records. No other medications in addition to baclofen were contained in the pump at the time of the event. On (B)(6) 2014, the patient was seen by a hcp in consult while the patient was hospitalized for evaluation of the itb (intrathecal baclofen) system. Over the past 4 months, the patient had some episodes. Several hours after a bowel program, he experienced shaking, itchy, spasms throughout his whole body. The episodes would start with an erection. They would shake his body and have knocked him out of his chair. It would occur about twice per week. The patient also experienced severe pain in the legs that had a burning quality that was worse when having a "withdrawal episode". The patient also experienced muscle spasms. The patient did have some anal spasms and increased tone. The patient denied elevated blood pressure, fever, or headache. The patient visited the ER (emergency room) to receive a higher level of care. Since being hospitalized, the patient received medication for withdrawal including baclofen, diazepam and morphine. As of the time of the consult, the patient's tone was decreased. The pump was located in the patient's right lower quadrant of the abdomen and had no redness or swelling. The hcp analyzed the pump system and reviewed the logs. The pump delivered baclofen 2000 mcg/ml with flex dosing; patient received a bolus of 100 mcg over 10 minute duration at time 2100 daily. The pump alarm date was to occur on (B)(6) 2014. The pump logs showed no abnormalities. Hcp evaluated that there was a concern for baclofen withdrawal and that priapism could be a symptom of withdrawal along with spasm and pruritus. However, the temporal nature of the withdrawal episodes was not usual. Hcp planned to obtain x-ray imaging to evaluate catheter placement and have ir (interventional radiology) perform a catheter dye study and rotor test to look for kinks or breaks in the catheter. The patient may need an MRI (magnetic resonance imaging) of his spine to look for syrinx given his symptoms and priapism which could be done as an outpatient. To treat the withdrawal, the patient was to be given scheduled baclofen 10 mg three times/day and increase to 20 mg three times/day at discharge. During an acute episode, an extra dose of baclofen 20 mg and diazepam 5 mg intravenous could be given. The patient needed a "good bowel clean out" and the hcp planned to order milk of magnesia and a magic bullet suppository. The patient had no anal fissures on exam but his internal hemorrhoids may be exacerbating the spasm episodes as noxious stimuli. On(B)(6) 2014, the patient was again seen by the hcp in the hospital. The patient had no acute events overnight. The patient did have a bowel movement overnight. The patient had no major episodes of withdrawal but was having some intermittent spasticity. The x-ray ordered the day prior showed the catheter was in place. During the catheter dye study, there were no breaks noted in the catheter. A CT scan was also performed of the thoracic area using dye administered via the catheter access port. These images appeared that contrast was going into the subdural space or was loculated on some images. Therefore, it was likely the intrathecal medication was not just in the subarachnoid space but also in the subdural or other space. The hcp recommended replacement/revision of the catheter and neurosurgery was consulted to see the patient. The revision occurred on (B)(6) 2014. Regarding how the patient was doing as of (B)(6) 2014, the hcp was not sure as the patient had not been seen since then.

Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial# (B)(4), explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was later reported that the patient was scheduled to have a new catheter the following tuesday. It was not determined what the cause of dislodgment was. It was reported that the problem was not the catheter. It was noted that "it is the space the catheter is sitting in the body". It was reported that not all of the drug is being delivered intrathecally. It was noted that this was determined with a CT dye study. It was reported that the patient had symptoms of spasms during bowel programs. It was noted that the entire catheter was replaced (B)(6). It was noted that the healthcare provider decided the placement of the catheter was the problem.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient experienced overdose and withdrawal problems for some time and the physician determined it was a catheter issue and the catheter was replaced. It was noted a new pump may also have been implanted at this time. A follow-up report will be sent if additional information becomes available.